Event description:
It was reported that the pt's trial interstim device worked well for her but it got infected. The trial lead was removed and the permanent device was placed contralaterally. Since the trial the pt's right side has been painful where the lead was implanted. The pt's current permanent implant has been turned off the past two years due to lack of effect. Further info is being requested from the hcp.

Manufacturer narrative:
.